Event description:
It was reported that during use with two units of polyflux 210h, an external fluid leak from port was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not verify the reported condition.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.